Manufacturer narrative:
A definitive root cause could not be determined. The customer returned one box roche cardiac t quantitative containing six test strips from lot 28086015 and a cobas h232 with serial number (B)(4) for investigation. The results from all the tests fulfilled the requirements. The test strips did not show any abnormalities.

Manufacturer narrative:
This event occured in (B)(6).

Manufacturer narrative:
Additional information was provided. The result of < 50 ng/l was reported to the patient. The patient was not adversely affected by this event.

Event description:
The customer alleged they received a questionable cardiac troponin t (ctnt) result for one patient on their cobas h232 meter, serial number not provided. The patient's initial ctnt result was 168ng/l, but the nurse found that only the control line was visible in the test strip and not the sample line. The sample was measured again with an h232 meter, but it was unclear if it was the same h232 meter as the initial h232 meter. The result was <50 ng/l. The sample was then tested on a cobas c501 module analyzer, serial number not provided. The result was 14.38 ng/l. It was unknown if the patient was adversely affected by this event. An investigation was carried out on retention test strips, lot number 28086010. The results of all the tests fulfilled the requirements. The test strips did not show any abnormalities.